Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil through another manufacturer's microcatheter. The physician then met resistance while advancing five individual ruby coils through the same microcatheter. Each coil was removed and the procedure successfully continued using a new microcatheter and additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00436, 00468, 00469 and 000470. The hospital discarded the device.

Manufacturer narrative:
Conclusion:the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.